Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 04-jun-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 81 mm, calcification of up to the left ventricular outflow tract on the non-coronary cusp side, a calcium score of 4200, and a membranous septum length of 5.7 mm, the valve was deployed at a depth of 5 mm on the non-coronary cusp. Upon reaching 80% deployment, a conduction disturbance was noted and the pacing was lowered to approximately 60 beats per minute. Complete heart block was confirmed. Subsequently, the valve was recaptured and re-deployed at 2 mm on the non-coronary cusp. The valve was fully released at this position. No self-pulse could be confirmed until discharge. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 81 mm, calcification of up to the left ventricular outflow tract on the non-coronary cusp side, a calcium score of 4200, and a membranous septum length of 5.7 mm, the valve was deployed at a depth of 5 mm on the non-coronary cusp. Upon reaching 80% deployment, a conduction disturbance was noted and the pacing was lowered to approximately 60 beats per minute. Complete heart block (chb) was confirmed. Subsequently, the valve was recaptured and re-deployed at 2 mm on the non-coronary cusp. The valve was fully released at this position. No self-pulse could be confirmed until discharge. No additional adverse patient effects were reported. Additional information was received that following valve implant, the chb remained present; however, further treatment was not reported.